Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 13.2 mmol/l and 6.2 mmol/l; 10.7 mmol/l and 5.6 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.